Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 on-going.

Event description:
It was reported that after the mains power was switched off, the device correctly switched to battery mode during ventilation. After a short time, however, it performed 2 restarts. No patient injury was reported.

Event description:
It was reported that after the mains power was switched off, the device correctly switched to battery mode during ventilation. After a short time, however, it performed 2 restarts. No patient injury was reported.

Manufacturer narrative:
The affected device was checked and the logbook was available for analysis. Based on the logbook entries, the reported behavior could be confirmed. On may 7, 2023 at 3:30 a.m. The device switched to battery operation with an appropriate alarm, and at 3:35 a.m. It performed two consecutive warm starts due to a discharged battery. A check of the batteries revealed that they are out of specification. A new, fully charged internal battery has a minimum run time of 10 minutes. After replacing the internal battery, the device passed a full review with no discrepancies. If there is an internal battery, the evita switches to this if the mains supply fails and informs the user about this. With a fully charged internal battery, the device runs for at least ten minutes before the alarm ¿internal battery only 2 minutes left !!¿ is issued. After the battery is discharged, an audible mains failure alarm sounds for at least 2 minutes according to en794. The airway system is open at this point to allow for spontaneous breathing. When the supply voltage is restored, there is a warm start (duration approx. 8 seconds) and ventilation continues with the old parameters. Immediately after the ventilation is restarted, an ¿mv low¿ alarm is generated, which lasts until the applied volume is greater than the lower set limit value for the minute volume. The capacity of the batteries used must be checked regularly. The instructions for use give the user instructions to ensure that the battery is not damaged. In the case of unsuitable operating conditions and a lot of transport, it may be necessary to replace the batteries earlier than planned. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.